Event description:
It was reported that customer experienced repeated cartridge alarms identified as cartridge alarm 20 on pump during use, with no indication that issue occurred during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, to place pump into storage mode, and to return affected pump using prepaid label, while tandem technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.